Event description:
On (B)(6) - the consumer stated that the fdx-mcg power chair was delivered missing the head and arm rests, and the owners manual . The joystick does was not functioning. The side stabilizers were moved off the chair. The controls and the speed control switch have not been adjusted. The patients' physician and therapist agreed that it impairs the patient's breathing, and forces him into the wrong positioning. There was no patient injury reported as a result of these multiple issues.

Manufacturer narrative:
(B)(4) no RMA has been initiated for this issue. Model fdx-mcg, serial number/date (B)(4) is approximately one year old. The owner's manual part number 1163181 rev. D (feb-11), was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a (B)(6). The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device and the maintenance history of the device are unknown. The malfunction has not been confirmed.